Event description:
The device was used for the treatment of obstructive jaundice. The device was placed in the patient's right bile duct in 2003, and 2 weeks later a small amount of drainage was noted. During an attempt to reposition the tip to eliminate the drainage, the physician suspected the catheter had ruptured. The following day, after confirming the rupture through fluoroscopy, the physician removed the proximal portion of the catheter and surgery was performed to remove the portion remaining in the patient.